Event description:
Pt restless, oxygen saturations low. O2 nebulizer adaptor noted to be cracked; yellow piece that attaches to flow meter was cracked, 2nd unit also cracked. Once cracked units were replaced saturations increased to within acceptable range. Staff has been complaining about this unit. Connective cracks and unit is too loud.